Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/08/2010, 07/09/2010, and 07/30/2010 by phone, fax, and mail. An unsigned questionnaire was received on 07/30/2010. (B)(4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A director of nursing reported that an intraocular lens (iol) was exchanged for the same model, different power iol. An unsigned questionnaire was received.